Event description:
It was reported that a small fragment of a t20 vitality driver broke off during surgery when removing previously-implanted hardware. The fragment was recovered and the second driver in the kit was used to complete the procedure without patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a small fragment of a t20 vitality driver broke off during surgery when removing previously-implanted hardware. The fragment was recovered and the second driver in the kit was used to complete the procedure without patient impacts.

Manufacturer narrative:
Device evaluation: the returned device was examined. Visual inspection revealed that the tip of the driver was twisted and fractured off. Potential root cause :a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. DHR review :the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.